Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "tp spiral was guided to the stenosis under imaging. During imaging, dr noticed that the tip broke off. The tip was trapped in the lesion. Dr inserted another microcatheter over the tp spiral and was able to remove everything, including the guide wire and tp spiral. A stent was inserted. The patient was reported as fine post the procedure."

Event description:
It was reported that: "tp spiral was guided to the stenosis under imaging. During imaging, dr noticed that the tip broke off. The tip was trapped in the lesion. Dr inserted another microcatheter over the tp spiral and was able to remove everything, including the guide wire and tp spiral. A stent was inserted. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn# (B)(4). The customer report of the turnpike tip separating was able to be confirmed through inspection of the customer supplied photos and the returned device. The customer provided four photos and returned one turnpike spiral 135cm (5640) for analysis. Signs of use were noted. Visual analysis of the returned sample revealed the distal tip of the catheter was severely damaged. The ptfe liner and metal braid could be seen protruding from the distal portion of the tip. Minor kinking was also noted along the catheter body. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the tip of the turnpike was trapped in a lesion. It was reported that the device was used in accordance with the IFU in regard to trapping the tip and number of turns. The device was removed completely, and a stent was inserted. Based on the customer report and returned device, the probable cause is likely unintended use error.